Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. Kinks were noted throughout the attached catheter. A partial circumferential break was noted from the distal end of the cath-lock. The edges of the break were noted to be uneven and the surface was noted to be round and smooth in both regions. Upon infusion, a leak was observed from the partial circumferential break on the attached catheter. In addition, two photos were provided for review in which a fracture was noted in the catheter. Therefore, the investigation is confirmed for the reported fracture, fluid leak and the identified wear and deformation issues. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2024), h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that sometime post port placement, the catheter allegedly fractured. It was further reported that the port allegedly had a leak. Furthermore, patient experienced swelling over neck area after saline injection. However, there is no information regarding medical intervention or treatment provided for swelling. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2024). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the catheter allegedly fractured. It was further reported that the port allegedly had a leak. Furthermore, patient experienced swelling over neck area after saline injection. However, there is no information regarding medical intervention or treatment provided for swelling. Reportedly, the port was removed. There was no reported patient injury.